Manufacturer narrative:
(B)(4). As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by diarrhea, vomiting and dirty effluent. On the same day, the patient was hospitalized for the event and began treatment with several unknown antibiotics for peritonitis (the route was unclear). The cause of peritonitis was reported to be a mold in home but this was not likely as there was no mention of touch contamination or breach. The cause of the peritonitis event, therefore, is unknown. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14b27094 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.